Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to omsi. Omsi checked the subject device and found the reported event, and also found that there was no dirt inside the instrument channel port. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus medical systems india (omsi), it was found that the instrument channel port on the control unit was slightly shaved. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus medical systems india (omsi). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from omsi and similar past cases, there was possibility that this event was attributed to the interference with some metal parts such as medical instruments or cleaning brushes during their insertion or withdrawal through the instrument channel port. If additional information is received, this report will be supplemented.